Manufacturer narrative:
Lot# 126906. Visual inspection; device history review; complaint history review; risk assessment; no manufacturing issues were discovered and the device was found to be in the field for 3 years (normal wear). The user applied excessive force while threading the draw rod onto the screw. This device does not provide tactile feedback therefore the user is unable to determine how much force has been applied and due to the small geometry of the draw rod tip, over tightening the draw rod can cause the tip to break. The root cause for the reported event has been determined to be excessive torsional force.

Event description:
It was reported that the needle of the thread bar of the screw driver was broken, the broken part remained in the screw head, surgery finished with another device of the same type.

Event description:
It was reported that the needle of the thread bar of the screw driver was broken, the broken part remained in the screw head, surgery finished with another device of the same type.